Event description:
It was reported that the pt experienced a suspected overdose with reported symptoms of somnolence. The pt was in the emergency room at the time of the report. Treatment options were being considered, including stopping the pump. The pump contained hydromorphone 20 mg/ml at a dose of 10 mg/day; clonidine 300 mcg/ml and baclofen (compounded) 200 mcg/ml. The reporter did not have info regarding the pt's history and was unfamiliar with the pump. Additional info has been requested; a f/u report will be sent if additional info becomes available.

Manufacturer narrative:
(B)(4).

Event description:
The pump was turned off for approximately 40 hours. It was put into minimum rate mode and the patient was referred to an agency to remove the existing drug from the pump and replaced it with new drug. The patient recovered completely from the mental status change she had previously.